Event description:
Customer contacted beckman coulter inc. (Bci) regarding a low sodium (na) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The original na result was 113mmol/l and was questioned by the physician. The sample was rerun on a different instrument which yielded a result of 138mmol/l. It is unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
Calibration and qc are performed every 8 hours. A field service engineer (fse) was on-site. Fse replaced the na electrodes and the carbon bridge. Qc was run and the results were within established ranges. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.